Manufacturer narrative:
In the previous follow-up report, additional information was missed in section h10, it should have been reported as : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging particles in tubing/chamber, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. The patient wife also stated that the patient was diagnosed with esophageal cancer about 8 weeks ago and tumor was in lungs and the chemotherapy weakened the body and the patient was passed away on (B)(6) 2022. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section b1 has been updated to reflect as adverse event. Section b2 has been updated to reflect as death. Section h1 has been updated to reflect the death. Section h6 health effect - clinical code, health effect - impact code, type of investigation, investigation findings, investigation conclusions has been corrected in this report to reflect the correct information

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging particles in tubing/chamber,nasal/throat irritation or soreness related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. After the final attempt to have the device and components returned for evaluation, the customer stated that the device will not be returned. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.